Manufacturer narrative:
Results: bd received samples and photos from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for missing label with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: the most likely cause is a broken label stick caused by a ham during unit label placement.

Event description:
It was reported that the bd vacutainer® sst¿ tube bd hemogard¿/gold was received without a label. No serious injury, no medical intervention. The problem was noticed before use.